Event description:
The facility reported that with the 3rd shock to a pt, an 'abnormal shock delivered' message was observed on the device display. A 4th shock was delivered with the same result. Upon arrival at the hospital the pt presented a shockable rhythm, the ed staff delivered 1 shock. The pt converted to asystole. There was no adverse affects to the pt reported as a result of device use.